Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to an outside facility with fevers and chills and was discovered to have (B)(6). The implantable cardiac defibrillator system was urgently extracted due to infection. Patients hospital course had been complicated by septic emboli, respiratory failure and bilateral pneumothorax s/p chest tubes. Imaging showed rv lead vegetation. Following the procedure the patient was transferred back to the cicu in stable, though critical condition. No additional information could be obtained at this time.

Manufacturer narrative:
Analysis was normal. No anomaly was found.